Manufacturer narrative:
(B)(4):the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the over sheath assembly was not returned and one of the prongs was broken. The clip assembly was able to be actuated and deployed; two distinctive clicks were heard. Even though one of the prongs was broken, the clip was able to be deployed properly. Therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.